Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the remote control button cracked, the water jet tube dirty, the distal body dirty, the air nozzle dirty, the water nozzle dirty, the air tube dirty, the water tube dirty, the objective lens unit dirty, the bending rubber discolored, the nozzle gluing discolored, and the suction channel kink ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.